Event description:
It was reported that during a lap gastric bypass procedure, on the first firing across the stomach to begin the creation of the pouch, a blue load was used to transect the stomach. The staples did not form correctly. The staple line was resected using another blue firing. No unusual sounds or increased pressures were noticed. The stapler was used for eight more firings. The staple lines were inspected and appeared to have been formed correctly. On the eleventh firing, a white reload was used to transect the jejunum. The outer row of the staple line did not form. The surgeon requested a new device to complete the procedure laparoscopically. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? - no. If echelon, during which stroke did the event occur? 2nd. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and blue was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not on the firing where the staple line malformed. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?